Event description:
It was reported the xenon light source had no image when connected to the scope. The issue occurred during a installation for a non- specified procedure. The intended procedure was completed using a similar set of equipment with 5 minutes of delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause was not identified, however based on the results of the investigation, is probable that the image was not displayed because communication failure occurred due to faulty connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the xenon light source had no image when connected to the scope. The issue occurred during installation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.